Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The stent was implanted in the patient and not returned to the manufacturer for analysis. Intraprocedure and post-procedural images were not provided. The reported event cannot be confirmed. The instructions for use identifies thrombosis and hemorrhage, including intracranial hemorrhage (ich) and subarachnoid hemorrhage (sah) as potential complication associated with use of the device.

Event description:
It was reported that after implantation of the fred in the superior hypophysial artery of the left internal carotid artery, in-stent thrombosis was identified. Balloon angioplasty was performed, which completely resolved the occlusion. After the procedure, subclinical subarachnoid hemorrhage (sah) was confirmed by CT and bleeding promptly disappeared spontaneously. No treatment was applied for the sah and no neurological symptoms appeared after the procedure. The patient's current condition is reported to be non-serious.